Event description:
It was reported that during a procedure conducted at the user facility the software was showing a inaccuracy. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of inaccurate registration can be confirmed based on device evaluation. The customer scanned the patient with bone kernel instead of soft tissue which is required for surface based registrations described in the imaging protocol. Due to this the surface based mask registration was insufficient.

Event description:
It was reported that during a procedure conducted at the user facility the software was showing a inaccuracy. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure conducted at the user facility the software was showing a inaccuracy. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.